Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm during basal. The customer's blood glucose level was unknown. Customer was able to clear the alarm and did not receive request to rewind the insulin pump. Customer stated that the fill cannula was not recorded in daily history. Customer performed self test and it was not passed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 1 trace (vdd) on keypad assembly. Fill cannula was programed and confirmed in insulin pump history files.